Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patient¿s reported estimated blood loss of 250 cubic centimeters (cc) and the hemodialysis (hd) treatment on (B)(6) 2017 with the optiflux 180nre dialyzer and fresenius bloodline. The patient¿s blood loss can be causally related to the clotting event within the extracorporeal circuit (ecc) during the hd treatment. However, there is no documentation that supports that a defect with the optiflux 180nre dialyzer or fresenius bloodline caused the clotting event. Adequate systemic anticoagulation is part of the standard of care during hd treatment to reduce the risk of clotting in the ecc. The possibility exists that the patient¿s initial dose of heparin was not sufficient to reduce clotting in the ecc. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) which was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is unconfirmed.

Event description:
A nurse at a user facility reported that the optiflux 180nre dialyzer had clotted with blood from the patient¿s venous central venous catheter (cvc) through the end of the dialyzer in the extracorporeal circuit (ecc). The patient received systemic hepatization prior to hemodialysis (hd) treatment with approximately 3,000-4,000 units of heparin. The hd machine dialysate flow rate (dfr) was reportedly 800 with a patient blood flow rate (bfr) of 350 for the hd treatment. In the middle of the patient¿s hd treatment, the fresenius 2008t hd machine incurred a high venous pressure alarm and observation of the ecc revealed visible blood clots. The patient¿s blood was reported to be dark in color in the venous bloodline and venous chamber, and within the dialyzer to the patient¿s cvc port. There were no visible clots on the arterial side of the bloodline. The nurse attempted to reset the venous alarm but the venous pressure did not decrease. The patient¿s hd treatment was interrupted and the patient¿s blood in the ecc was not returned. The estimated blood loss was reportedly 250 cubic centimeters (cc). The patient completed treatment with a new set-up of supplies on the same hd machine and was given an additional 1000 units of heparin bolus directly into the catheter. The patient did not experience any further clotting issues or experience any adverse reactions or symptoms. The reason for the patient¿s blood clotting is not known. There were no observable defects or cracks noticed with the dialyzer or bloodlines used at the time of the event. The complaint device was not available to be returned to the manufacturer for evaluation as it has been discarded at the user facility.